Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l5-s1 to treat lumbar spine deformity. It was reported that the set screw thread came off during insertion into the bone screw. The thread fell into the surgical incision. The screw and metal fragments were removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.